Event description:
Had boston scientific wavewriter installed and from day one, I keep getting shocked 147 times in a week. Now then the battery cannot support the sub perception progress and gets really hot - burning me from inside. The battery from the ipg in my body goes dead within 12 hrs then I have to try charging it again for over 3 to 4 hours. I can't get anyone at boston scientific to engage me or help me. Please someone help me. (B)(6).